Manufacturer narrative:
On (B)(4) 2014, emergent respirator, llc received the maude event report (vol #(B)(4)). The serial number of the CPAP units was not reported on the maude event report nor was the details of how the unit failed. It was reported that "no adverse effect to pt". Emergent respiratory, llc initially reached out to(B)(6) 2014 we received a response with the serial number of the CPAP unit. Info about the incident was not provided. The CPAP unit was not returned, which emergent respiratory, llc requested the return of this unit, however, received no response to the request. In review of the device history record (DHR), this units was manufactured in december 2004 and delivered to the customer in (B)(6) 2005. The units was returned for initial servicing in (B)(4) 2013. Note: emergent respiratory, llc recommends to service the unit every 2 year. The unit was confirmed functioning properly during servicing.

Event description:
Ref vol report # (B)(4).